Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the sheath showed a shaft kink 2.53 inches from the tip and a detached strain relief. Both the sheath distal tip and the dilator tip were intact. There were no fracture, breakage or kink observed. No teflon delamination was noticed at the tip of the shaft. The sheath tip was atraumatic and with no sharp edges. The inner diameter of the tip was within specification and it provided a smooth transition to the dilator. The transition gap between the tip and the dilator was normal. Functional testing of the sheath showed that the deflection worked as per specification. The sheath failed the performance test due to a shaft kink and strain relief detachment from the handle. In conclusion, the reported broken handle was confirmed through the testing and the reported deflation issue was not confirmed through the testing. The sheath failed the return inspection due to a kink and a detachment of the strain relief. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that towards the end of the cryoablation procedure, it was difficult to straighten the sheath. It was noted that the handle on the sheath appeared to be broken. The procedure was completed with cryo. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.